Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, product type: crtd, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and falls. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.